Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that the analyzer had a loss of communication with a known good programmer. The analyzer was to be scrapped and replaced.

Event description:
The analyzer, originally returned as an associated device, subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.